Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
Customer's father reported via phone call that the insulin pump was giving trouble for the sound. The customer¿s blood glucose level was 251 mg/dl. Customer states that the insulin pump was currently at loud in audio and vibrate. Troubleshooting was performed. Customer states that the only reason they know the insulin pump was alarming was because of the vibrate. The device will be returned for analysis.